Event description:
It was reported that the patient experienced ventricular tachycardia with chest pain. Heart rate was high at 216 bpm. The device was believed to be undersensing and therapy was not given. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.